Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash. The patient's nurse reported that the rash was all over the patient's back and front, along the patient's chest, abdomen, back and spreading to the patient's arms. The rash was described as like hives. The patient's doctor recommended the patient use over the counter benadryl, oral medication and an antihistamine. During a follow up call, the patient reported that the irritation had improved. The patient ended use of the lifevest. There was no allegation of a device malfunction associated with the reported skin irritation.